Event description:
The customer reported that the cuff of the endotracheal tube was checked prior to use and that it inflated properly. After the pt was intubated, it could not be inflated. The pt was re intubated with a new tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.